Event description:
I had essure put in (B)(6) 2009. In (B)(6) 2009 I started losing feeling in my hands and feet. In (B)(6) 2010 I had a lymph node in my neck that required surgery to remove and be tested for cancer. In the past four years I have seen countless doctors. Have been tested for every autoimmune disease out there. I have undergone cancer testing that always comes back fine every six months, I have swelling pain and tenderness in the breasts, shooting pain throughout my body. Went without a period for 7 months or better and have little to none now. Have no appetite and feel nauseous after only eating a little bit. Have migraines that last for days with no explanation of why. I have spent the last four years trying to figure out what is wrong with me and the countless doctors and specialist I have seen can't figure it out. The only thing that appears to be the problem is that it all started after having the essure put in. My life has been nothing but miserable and painful since having it put in. (B)(4).